Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information. Conventus orthopaedics, inc. Attempted to submit this MDR on february 26, 2020 at 4:12pm. However, a new (B)(6) account needed to be created and was not approved until (B)(6) 2020. As such, this MDR is being submitted late.

Event description:
On (B)(6) 2020, the surgeon removed ph system hardware. During the surgery, the tip of two 120mm h10 drivers and one 160mm h10 driver broke off into the heads of the screws. Conventus orthopaedics, inc. Is submitting three separate mdrs for each of these three breakage events. This MDR is regarding the first of the two 120mm h10 drivers (model no. 7768-1).